Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the reported issue was resolved however no additional information was provided. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system was unable to perform 2d image acquisitions. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.